Event description:
During a pulse field ablation (pfa) a post ablation a farawave nav catheter was selected for use. Post-ablation, the patient was noted to have red or dark-colored urine. The photo provided is more consistent with hematuria rather than hemoglobinuria, as the urine appears red rather than the classic coca cola discoloration seen with hemoglobinuria. Laboratory evaluation of the urine specimen confirmed the presence a large amount of blood in the urine with elevated erythrocytes and the presence of protein, supporting hematuria. In contrast, hemoglobinuria typically shows a positive dipstick for blood without visible red blood cells on microscopy. Intervention includes medication change/adjustment. The patient was hospitalized overnight then discharge on (B)(6) 2026.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) a post ablation a farawave nav catheter was selected for use. Post-ablation, the patient was noted to have red or dark-colored urine. The photo provided is more consistent with hematuria rather than hemoglobinuria, as the urine appears red rather than the classic coca cola discoloration seen with hemoglobinuria. Laboratory evaluation of the urine specimen confirmed the presence a large amount of blood in the urine with elevated erythrocytes and the presence of protein, supporting hematuria. In contrast, hemoglobinuria typically shows a positive dipstick for blood without visible red blood cells on microscopy. Intervention includes medication change/adjustment. The patient was hospitalized overnight then discharge on 28mar2026.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device did not return; therefore, product analysis could not be performed. Based on the investigation the allegation of "hematuria" was unable to be confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to procedural related side effects. There is no evidence that any updates to the document are required at this time. Risk review: a risk review performed for the farawave catheter confirmed that the event of additional intervention required is a known event defined in the product's risk management documentation. Medication required and hospitalization or prolonged hospitalization are considered within the risk threshold of additional intervention required. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. The reported event of hematuria is recognized within the farawave risk management documentation as a potential genitourinary complication associated with cardiac procedures. The event was confirmed by laboratory findings and resolved following supportive management. Based on the available information, the exact mechanism cannot be established. There were no allegations or evidence of device malfunction or manufacturing deficiency that could have contributed to the reported event.